Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: stent dislodgement. Time of device malfunction: during the procedure. Adverse event: death. It was reported that during a left anterior descending (lad) artery procedure, a 3.0 x 28 mm xience v stent was implanted. A 3.5 x 15 mm xience v stent was advanced to the 3rd obtuse marginal and was detached (dislodged) during withdrawal into the guiding catheter. While removing the dislodged stent via snare, the 3.0 x 28 mm stent implanted within the lad was dislodged. The patient expired. No additional information was provided.